Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) inlet. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during testing. No patient or user harm was reported. The customer called technical support to report that there was no alternating current (ac) inlet. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the power supply and confirmed that the device passed the required performance verification tests per philips standard. The issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.